Event description:
It was reported during a gastric bypass that the device was fired and only stapled on 1 side. It was confirmed that the device cut the tissue, but partially formed the staples. They used a second device and continued to complete the case with no pt consequences.

Manufacturer narrative:
The analysis results found that the long45a device was returned in good visual conditions and with no cartridge present on the device. However, one cartridge was received inside the bag. The cartridge was returned partially fired and was noted to have a wedge band bypass as the left side was fully fired and the right side was ? Fired. The cartridge was disassembled to verify the condition of the spring cartridge lockout and was found damaged. The damage to the cartridge lockout is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. The device was tested for functionality with a test cartridge and fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and staples were noted to have the proper b-formed shape. An investigation has been initiated to determine the cause of this issue. A batch record review was performed and no anomalies were found during the manufacturing process.